Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. The customer's blood glucose was 186 mg/dl at the time of the call. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk.